Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
A 16mm insert became disassociated from baseplate.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock on 23-dec-2013. Based on the device identification the complaint databases were reviewed from 2013 to present for similar reported events regarding disassociated insert from baseplate. There have been no other events for the lot referenced. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
16mm insert became disassociated from baseplate.